Event description:
It was reported that during a laparoscopic appendectomy procedure, the device partially cut and stapled on first firing of device with white reload. The staples that fired did form correctly and the other staples did not deploy from reload. There were no loose staples. There was no bleeding reported and it is unknown if fired over any hard structure. A new device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.